Event description:
I am a spinal surgeon who has used medtronic products frequently. Recently I had a serious incident with the insertion screwdriver for the medtronic solara 4.75 system. It is very fragile and prone to breakage. I warned medtronic years ago that this would be a problem when I saw that they use a stainless steel cannulated screwdriver with this very high-torque screw system. They declined to remedy the situation. In my use of the system over about 3 years we have had to switch out screwdrivers when they twist (this heralds impending breakage of the screwdriver). On (B)(6) 2014 I was using the system as prescribed to insert screws into a patient's spine. Frequently I have the spinal cord exposed during this phase of the operation, but fortunately, in this case, I had left the bony covering (lamina) intact. Upon insertion of the final screw, the cannulated screwdriver tip shattered. It made a loud noise, and I saw that the tip had broken into 3 fragments. The remaining screwdriver shaft with its very sharp broken surface at the tip, plunged into the wound, but it luckily only hit the bone. If the laminectomy had been done already, the driver would certainly have pierced the thecal sac and spinal cord ending with disastrous consequences. The field representative from medtronic was in the room at the time and I explained the gravity of this device failure. I asked her to communicate this to her leadership for quality improvement. She indeed did this, and when I had follow up communication with her leadership, they did not report it to the FDA, that is why I feel compelled to report it at this time. Furthermore, they had no immediate plan to correct the situation. I recommend that they immediately provide a non-cannulated screwdriver which would be much stronger and would likely alleviate the danger of breakage. They stated that they would not do this, citing that the FDA would not allow it. They stated that the earliest they could hope to have a safe screwdriver would be august 2014. The remedy which they proposed to me was to use a different system. In my opinion this is a dangerous situation for patients and, until the defect in the medtronic solara 4.75 system can be corrected, this system should be recalled. Diagnosis or reason for use: spinal instrumentation for spinal fusion.